Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0alw1, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a fall and a change in therapy. Impedances were taken. 01-02-03-13 were all >4000 ohms at 1.0v. The change in therapy/symptoms was considered sudden. The patient was directly relating the impedance issue and whatever assumed change in therapy occurred to the fall. The event date for the fall was unknown. The patient was scheduled for a lead revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.